Event description:
It was reported by service report that the brakes on the stretcher were not holding properly and the latch springs were missing from the side rail latches. No patient involvement or adverse consequences are reported.